Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic gastrectomy, while the device was being applied in the stomach, the device was difficult to close. The anvil fell into the cavity of the patient. The procedure was then converted to open due to the device malfunction. The anvil was retrieved manually and re-used to continue the procedure. The surgical time was extended for 30 minutes or more.